Manufacturer narrative:
The camera head was requested back for evaluation. Intuitive surgical, inc. (Isi) has not received the camera head cable at this time. The root cause of the customer reported failure mode cannot be determined. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013, and no system errors was found to have occured during the reported surgical procedure. The complaint is being reported due to the following conclusion: due to the alleged issue with the camera head not focusing, the surgeon decided to abort the da vinci surgical procedure post anesthesia and port placement.

Event description:
It was reported that during a da vinci pyloroplasty procedure, the site was having difficulty focusing during the da vinci procedure. The focus worked intermittently prior to the surgery when it was tested. Although the focus was having intermittent issues, the surgeon decided to have the patient undergo the da vinci procedure. It was noted that once the scope was inside the patient, the focus did not work from either the surgeon side cart (ssc) and the vision side cart (vsc). There was no noise coming from the camera head when pressing the - or + symbol. Intuitive surgical inc. (Isi) technical support, asked the reporter to check the camera cable connection to the focus controller and camera head and the connection seemed fine on their end. Isi technical support requested that the site try another camera cable; however, the focus was still not working with the new camera cable. It was noted that the focus controller status was green. Isi technical support requested the site to reboot the vsc and issue still persisted. Due to the alleged issue, surgeon aborted the da vinci surgical procedure post anesthesia and port placement. The procedure was postponed to later date. On (B)(6) 2013, the camera head and audio cable was replaced. It was noted that the audio cable was damaged and showed internal cabling. System was tested with replacement parts and was ready for use.

Manufacturer narrative:
The device came back for investigation with the following findings:mechanical shock resulting in damaged stage assembly, and needs replacement. The alleged issue was confirmed.